Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse observed dried blood/reagent on the top and around of the diff mix chamber. When the instrument was run, it was noted that there was splashing from the diff mix chamber. The diff mix chamber and sample lines were replaced. Daily check, latron and all controls were run and passed. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that fluid was splashing out of the top out the diff mixing chamber of the unicel dxh 800 coulter cellular analysis system. The customer was wearing gloves and lab coat when the buildup from the splashing was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous results in connection with the reported event and there was neither death nor injury or change to patient treatment.

Manufacturer narrative:
Brand name and common device name/ product code updated to reflect correct information. Bec internal identifier - (B)(4).